Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's mother was advised to reset bluetooth, remove and reinstall the g5 application, and manually pair the transmitter, which was successful at establishing a connection. No additional patient or event information is available.